Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient lost consciousness while helping his son and fiancé move. Because the cgm displayed 260 mg/dl, the son suspected the patient experienced a heart attack. Emergency medical services (ems) was called and upon arrival, a bg was performed which was 51 mg/dl. The patient was treated with IV glucose, regained consciousness, recovered, and declined transportation to the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.